Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Device issue: balloon rupture. Device issue: during the procedure. Adverse event: none. It was reported that the voyager balloon catheter did not hold pressure, because of a leak. Reportedly, there were no pt effects. No add'l event or pt info is available. This event is being filed based on the analysis of the returned device which revealed a balloon rupture.

Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging inaccurate high readings on their one touch ultra meter. The patient mentioned that he obtained an inaccurate high result of 201 mg/dl a week ago and at an unspecified time after the alleged high result the patient felt shaky, sweaty, nervous and anxious. The patient did not seek any medical attention or contact their physician for assistance. A quality control test was not done since the patient did not have control solution. The product was replaced. The complaint is being reported since the patient alleged that after obtaining the allegedly high reading, they developed symptoms of feeling shaky and sweaty which are both suggestive symptoms of hypoglycemia.

Manufacturer narrative:
Information was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.